Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered unconfirmed. The 1.8x4mm tf x-drive em scr ea (part# 91-6904, lot# unk) was returned for investigation. The screw was visually evaluated and found to show signs of use. The screw showed significant damage at the cross-drive interface on the head of the screw. Functional testing was done for retention using a driver 01-7390 lot 048760 and bit 15-1196 lot 406650. The blade was inserted into the driver and the screw, then the assembly was lifted by the screw to verify the cross-drive feature could support the weight of the blade and driver. The screw passed this retention test. The DHR will not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects. For this part (91-6904) and the previous one year (from the notification date) regarding retention failure, there is a complaint rate of 0.02% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00056, 0001032347-2020-00057. Medical products: thinflap system cross-drive emergency screw, part# 91-6704, lot# unk. Thinflap system cross-drive emergency screw, part# 91-6904, lot# unk. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the screws could not be gripped by the driver. No adverse events were reported as a result of the malfunction.